Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a burnt wire connection was found on the aqua b plus reverse osmosis (ro) system. The thermal damage was located on the line side of the motor protection switch. The reported issue was identified during machine repair after the ro system initially had a defective p1 pump and a f-04-1-04 error was encountered. It had been determined that motor protection switch 16a was not working. A leg was also missing on the load side of the switch. Additional information was requested however a response has not been received. There was no patient involvement nor harm to any individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported failure mode based on the information provided by the customer. The complaint investigation reveals that the failure cause could be attributed to a bad electrical contact at line 1 of the motor protection switch at stage 2 which will cause the pump to run with only two line conductors resulting in higher current and higher thermal energy resulting in overheating and discoloration. This failure mode is a known issue. A design improvement has been made since the manufacture of this device. The manufacturer recommends replacement the black connection wires per the improved design. Furthermore the manufacturer recommends ensuring that the power supply contains the specified nominal voltage of 208v between the line conductors, +/-10%. Additionally power surges by a generator should be avoided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a burnt wire connection was found on the aqua b plus reverse osmosis (ro) system. The thermal damage was located on the line side of the motor protection switch. The reported issue was identified during machine repair after the ro system initially had a defective p1 pump and a f-04-1-04 error was encountered. It had been determined that motor protection switch 16a was not working. A leg was also missing on the load side of the switch. Additional information was requested however a response has not been received. There was no patient involvement nor harm to any individuals because of this malfunction. No parts were returned to the manufacturer for physical evaluation.